Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign material or moisture. The event can be detected/prevented by following the instructions for use which state: instructions/evis exera iii xenon light source/olympus clv-190. 4.4 connection of an endoscope. Caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. If the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by an on-site by technician, and the customer's allegations was confirmed. The contacts on the endoscopes were cleaned, however, the error remained. A functional test of the endoscope was then performed and no malfunction was observed. The technician stated that the issue may have resulted from moisture circulating in the department. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source had a b30 communication error. A technician was on site and troubleshooted the device. There was no patient harm associated with the event.